Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 12:30 am, the patient experienced feeling very weak and tired, she cannot even hold anything down. The patient uses tandem tslim in modified closed loop. The bgm showed 300 mg/dl, while the dexcom mobile device showed low, so her husband called the ambulance. Upon arrival at the emergency room (ER), nurse performed fingerstick and it was 120 with cgm at 74 mg/dl. She was given IV fluids, zofran for nausea. She was discharged later that night at 11:30pm, after her sugar was stable at 164 on bg meter but cannot recall the cgm reading and they went home. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5 describe event or problem - correction to the following information in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 12:30 am, the patient experienced feeling very weak and tired, she cannot even hold anything down." H2 additional information

Event description:
The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 12:30 am, the patient experienced feeling very weak and tired, she cannot even hold anything down.